Event description:
Additional information received reported that the patient was administered perioperative antibiotics. It was noted that the infection occurred 10 days after the operation. It was noted that the patient did not have meningitis. It was noted that incisional would opening occurred. It was noted that the infection occurred in the device pocket. It was noted that there was ¿no growth¿ in the culture that was obtained from the device pocket. It was noted that the patient was given both IV and oral antibiotics. It was noted that the infection was resolved. It was noted that the patient was a smoker prior to the implant of the device.

Event description:
It was reported that there was a wound infection at the generator pocket site. It was noted that the entire system was explanted. It was noted that the type of infection was unknown. It was further noted that an antibiotic treatment was administered. Additional information received reported that the patient was having drainage from the site.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 97740, serial#(B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the infection occurred 10 days post-op. It was noted that the patient did not have meningitis. It was noted that redness and drainage were seen. The primary location of the infection was at the device pocket. It was noted that a culture was obtained from the device pocket. It was noted that no organism was cultured. The patient was given IV antibiotics, oral antibiotics and the total device system was explanted. It was noted that the infection resolved.

Manufacturer narrative:
(B)(4).